Manufacturer narrative:
The insulin pump was received with no esc button response due to corroded keypad trace. No button error alarm or moisture damage inside pump noted. Unable to perform rewind and basic occlusion, occlusion, prime test, the excessive no delivery and displacement test due to any escape button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Customer stated the button error occurred after pump was exposed to moisture. She stated she fell into the tub. The blood glucose at the time of the incident was 188 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.